Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2025. According to the patient¿s parent, on approximately (B)(6) 2025, the pediatric patient experienced a skin reaction with redness, inflammation, scar, pustules and an infection underneath the sensor pod area. Prior to sensor insertion, the area was prepped with alcohol, and an overlay patch was applied. The patient was also experiencing pain and discomfort. The doctor prescribed an (unspecified) oral antibiotics. No photo or other details were provided. Although the patient described scarring, based on the report date and event date the wound was less than three months old and would therefore still be in the healing phase with no indication of permanent scarring yet. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).